Event description:
It was reported that air leaked during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: received 1 decontaminated sample of (B)(6) lot 4412602. Visual inspection found nothing broken, cracked or missing. Functional testing of sample (B)(6) lot 4412602 performed by quality inspector for airway products. M-444 oxygen path pressure drop test - coach; passes at 2.1 inches of water, max allowable is 20; all equipment within calibration. M-445 inhalation resistance test - coach; passes at 1.4 inches of water; max allowable is 1.8; all equipment within calibration. The unit was tested per test procedures and the unit passed functional tests. The units are 100% functional tested and visually inspected prior to packaging and shipping. The unit meets specifications, and the defect could not be confirmed. The units are 100% functional tested and visually inspected prior to packaging and shipping. No additional corrective actions are planned at this time. ICU medical regularly analyzes complaint data and trends and will take further actions accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.